Manufacturer narrative:
(B)(4). Additional information: batch # m91m4t. The analysis results found that the el5ml device was received in good visual condition. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2015. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a bilateral laparoscopic inguinal hernia procedure, there were multiple misfires on clips. Vertical tear that increased with applying multiple clips that continued to misfire. Completed with another device. Noticed tactile difference with the final device. There were no patient consequences reported.